Manufacturer narrative:
Follow-up #1: date of submission 01/28/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/14/2015 with the following findings:the battery compartment was observed to be cracked in two places, one at the top of the compartment and one between the bumper pad and the top of the compartment. The returned battery cap was used for investigation and the cap was able to tighten fully to the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump battery compartment was cracked. The reporter confirmed that there was no noted power issue and no moisture ingress related to the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.